Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the result of the device evaluation, the legal manufacturer determined the likely cause was "instability" of the electrical contact point of the video connector due to wear of the contact point between the receiving video connectors and the contact point of the video connector (scope cable or videoscope). Poor contact may prevent the scope and video processor from transmitting images correctly and result in incorrect images.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. Corrosion was noted on the bottom chassis, top cover and capacitors.

Event description:
A user facility reported to olympus that their device was generating an intermittent image. The reported problem was found on preparation for a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be duplicated during the device evaluation, the reported event was likely caused by the abrasion of the contact point receiving the video connectors and the abrasion of the contact point of the video connectors (scope cable or videoscope). The cause of the corrosion, identified on the device evaluation, was likely due to the device being wet for a prolonged period of time. As stated in the instructions for use, as a preventive measure, "do not soak in water, autoclave, or gas sterilize the video system center. Do not soak in water, autoclave, or gas sterilize the video system center."